Event description:
It was reported by service report that the motion interrupt pan and foot left siderail were missing. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: missing motion interrupt pan, missing siderail.